Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for ¿the clips stuck in the middle¿? If was related to any staples missing from the staple line or shape of the staples (b-formation, irregular, legs straight)? Could you please clarify if there were any patient consequences?

Event description:
It was reported that during a rectosigmoidectomy, the stapler failed, on the second attempt there was no total stapling (1 clip was stuck in the middle). The doctor used another contour and that did not present a problem.